Event description:
The consumer reported using the prod for longer than 8 hrs on the top of her shoulder. When the patch was removed, the consumer described a burn and blistering under the area worn. The consumer treated the area with triple antibiotic ointment and consulted with her doctor regarding the injury.

Manufacturer narrative:
The consumer wore the prod off-label by wearing the patch for longer than eight hrs. Additionally, package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirement for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.